Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up appointment, a high shock impedance measurement was noted. When the pocket was opened, the lead had come out of the device header. The lead was properly connected to the device and all measurements were appropriate. A small torque on the device header was noted during the procedure. No adverse patient effects were reported.